Event description:
Injection pain, scattered rash over body, transient numbness in upper legs. Info was received on feb. 2004 from a pt, with a history of osteoarthritis, high blood pressure, no known allergies and previous treatment with synvisc to the right knee in 1999 and to both knees in 2000. The pt received their third series of synvisc injections to both knees on three consecutive tuesdays in 2003. Synovial fluid was not aspirated from either knee prior to any of the injections. Pt experienced severe pain on injection (both knees) similar to their second series of synvisc injections. After the first injection (third series), the pt developed an "egg-sized" rash below the right knee which grew to "saucer size" by the third injection. One week after the third injection, a rash developed on the pt's left leg below the knee, as well as on both arms below the elbow. Pt was treated with a course of antibiotics with no improvement. The rash progressed to red, raised, itchy bumps on both legs between the knee and ankle and to both arms between the elbow and hand. The rash also scattered over the rest of the pt's body like "chicken pox." In 2004, the pt was treated in the emergency room with IV steroids, benadryl and a prednisone taper over 5 days. The rash diminished while the pt was no steroids, but came back when the steroids were discontinued. The pt experienced transient numbness in their upper legs when they would stand during the week 12 months later. At the time of this report, the pt still has a raised, red rash on both legs and a red rash on both arms that they are treating with cortisone cream. Manufacturer's comment: synovial fluid or effusion should be removed before each injection of synvisc. Qa evaluation results: the review of synvisc product release data for both the facilities did not indicate trends that could be associated to any product complaints.